Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): high watts alarms, are an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The IFU addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Thrombus is a potential event that may be associated with use of the product. The instructions for use (IFU) and patient manual provide guidelines on proper usage of the hvad system and programming hvad pump parameters. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and anticoagulation recommendations. The instructions for use (IFU) addresses guidelines for optimal patient management including having adequate and stable preload available. Hemolysis may be due non-device related causes or shearing within the pump, and may lead to the disruption of the integrity of the erythrocyte membrane. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Product has been not return.

Event description:
A report was received that the patient presented to the hospital with "high power", dark-colored urine, and elevated lactate dehydrogenase (ldh). The patient was placed on heparin drip for two hours and then started on integrilin drip. The patient had been therapeutic on aspirin. Controller log files were sent. Preliminary log file analysis revealed 53 high watt alarms logged since (B)(6) 2017. The high watt alarm limit was set to 8.0 watts. An increase in power consumption was logged starting on (B)(6) 2017 to outside of normal range. Tissue plasminogen activator (tpa) was administered later that evening after being off of integrilin for five hours. According to preliminary log file analysis on (B)(6) 2017, parameters had returned to baseline. The patient returned to the cardiovascular intensive care unit (cvicu) during the afternoon of (B)(6) 2017 due to concerns of recurrent versus persistent pump thrombosis. He was hemodynamically stable on return and without neurologic deficits. He received a second dose of tpa. Lvad settings prior to tpa were 4.7 watts, 2460 rpm, 9.3l/min. Settings on (B)(6) 2017 were 3.3 watts, 2460 rpm, 4.5l/min. Hemolysis labs remained abnormal, but were no longer worsening. The patient was resumed on heparin bridge to warfarin for international normalized ratio (inr) goal 2.5-3.5. Warfarin dose was increased from 5 to 7.5mg. The decision was made to exchange the pump on (B)(6) 2017. It was last reported that the patient remains hospitalized. No further information was provided.

Manufacturer narrative:
Additional information received indicated that the patient was discharged to local "vad apartments" with family on (B)(6) 2017. The patient did not have a recent illness that may have precipitated the pump thrombus. The medical team reported that the event was not related to the device. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Hw26684 was returned to heartware for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files which revealed multiple high watt alarms and an increase in power beginning (B)(6) 2017 to parameters outside the normal operating range on (B)(6) 2017. Failure analysis of the returned pump revealed that the device passed dimensional verification. Functional testing revealed a power shift condition which does not correlate with complaints as this was not the source of the reported increase in power consumption. Additionally, DHR review confirms that the unit met internal requirement including power shift events prior to its quality assurance release process; thus suggesting that the power shift condition observed during testing was likely the result of a clinical challenge to the pump and not the initial source of the reported event. Also, the maximum power attained by the shift was approximately 2.23 watts which is significantly lower than the 6w threshold set for this patient and therefore, unable to trigger high watt alarms. Visual examination revealed scoring marks on the housing ceramic surfaces and on the surfaces of the impeller. Considering that the returned device passed functional examination, these friction marks are indicative that an external factor such as thrombus may have forced the impeller against the housing with sufficient strength to overcome the preload of the magnetic spring/suspension system. As such, the presence of friction marks is likely a symptom of the clinical challenge the pump has experienced and is generally not evidence of a pump induced problem. Independent pathology report revealed evidence of thrombus within the pump. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. Clinical factors that may have contributed are multifactorial and may be attributed to medical treatment, progression of disease, anticoagulation therapy, and patient comorbidities. In addition, lvad pump candidates often possess risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased immobility.  Though the root cause of the reported event cannot be conclusively determined; however, there are patient, pharmacological, and procedural factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.